Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, when the balloon was pressurized during the second inflation for 60 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).